Event description:
The doctor reported that the implant was removed due to loss of osseointegration one year and a month after initial implant placement. Bone quality around the area was type 3, and oral hygiene around the implant was moderate. During the surgery, no significnat findings were observed. Patient has since recovered.